Event description:
It was reported that difficulty was encountered during insertion of the iab. After connecting the iab to the pump, the balloon would not unwrap or inflate. As a result of this, the iab was removed. There were no pt complications.